Event description:
Around 2010, experienced asthma-like respiratory problems (shortness of breath, hyperventilation, panic attacks); successfully managed at that time. After 6 months of wearing a face mask, problems returned with vengeance; currently I am under physician's care. FDA safety report ID# (B)(4).